Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 2.7 mmol/l. Cause was not known. The customer consumed glucose tablets to resolve the issue. The pump was performing as expected, and no assistance from a third party was required. The customer acknowledged the resolution, and no additional information regarding the outcome of the event was received.